Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure on (B)(6) 2023. During the procedure, it was difficult to load the suture on all three devices used. It has been confirmed that the capio carrier extended, but the suture needle was not caught in the catch/cage. There were also issues upon loading the suture into the capio device. Additionally, the carriers got stuck in the cage. The procedure was completed with another capio slim. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf a0510 captures the reportable event of carriers stuck in the cage.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure on (B)(6) 2023. During the procedure, it was difficult to load the suture on all three devices used. It has been confirmed that the capio carrier extended, but the suture needle was not caught in the catch/cage. There were also issues upon loading the suture into the capio device. Additionally, the carriers got stuck in the cage. The procedure was completed with another capio slim. There were no patient complications as a result of the event.

Manufacturer narrative:
Block h6: imdrf a0510 captures the reportable event of carriers stuck in the cage. Block h10: with all the available information, boston scientific concludes that the reported event of cage failed to catch, device failure to load engage/suture, and carrier unable to retract were defined in the risk documentation. During the functional inspection, the carrier was able to move in and out. After deploying the carrier, the cage was able to catch the suture, in the same way the suture could be loaded without any complication, and the retraction of the device was also carried out without problem. Therefore, the reported complaint is not confirmed. After the product analysis, it was determined that the device did not have any visual issue/damage. During the functional inspection, the carrier was able to move in and out. After deploying the carrier, the cage was able to catch the suture, in the same way the suture could be loaded without any complication, and the retraction of the device was also carried out without problem. Additionally, the unit returned did not show evidence of either the alleged issue(s) or any defect which could have contributed to the event. Based on this, the investigation concluded that the most probable cause for this is "no problem detected" since the device complaint or problem cannot be confirmed.